Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (b))(6) 2023, the patient¿s wife called an ambulance as the patient had ¿blacked out¿ and was ¿flopping around¿ and ¿banging his head on the floor¿. Prior to this, the patient was experiencing a headache and some forgetfulness. The patient¿s cgm was 71 mgdl, and the bg meter was 32 mgdl. Once the paramedics arrived, the patient¿s bg meter reading was taken again, and it was 32 mgdl. The patient¿s wife treated the patient with orange juice. No medication or treatment was provided to the patient by emergency medical services (ems). Ems stayed with the patient for about an hour until the patient¿s bg meter reading reached 85 mgdl. No cgm comparison value was provided. The patient was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.